Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is detected in the cusp area of leaflets 2 and 3. Calcification is moderate in the cusp area of leaflet 1. At the free margins, calcification is heavy in leaflet 1 and moderate in leaflet 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 5-6mm. Host tissue is heavy at the stent outflow and moderate at the stent inflow. The x-ray demonstrates calcification. The healthcare provider at the hospital stated that the patient was transferred out of the unit to the floor and is doing fine. The patient is currently taking the following meds: plavix 75 po/day, metoprolol 25mg/day, aspirin 1/day, aleve 220mg/day, zocor 40mg/day, lasix 40mg po bid, and potassium chloride 10meq po bid.

Event description:
Reportedly, an edwards device which was implanted in 2004, was explanted. Hospital staff indicated that the patient came into their office with shortness of breath and through work up, patient was found to have prosthetic mitral valve stenosis.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. The device was explanted. No adverse patient effects have been reported.